Event description:
It was reported to boston scientific corporation (bsc) that a patient underwent a procedure on (B)(6) 2011 with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, during the procedure, they did not have any pressure readings with the first kit. They checked and the heat exchanger cartridge tubing was not kinked. Then the procedure was working fine with a second kit. Follow up with the complainant revealed that to troubleshoot the pressure issue of the water pump being slow, they opened and closed the water pump door on the console and were able to complete the case with the same console and kit. Contrary to what was initially reported, they did not need to use a second prolieve kit. During the procedure, the patient complained the rectal temperature monitor (rtm) temperature was too hot. Subsequently, it was learned this patient went into retention and had to have a catheter placed the day after the procedure for five days. No further complications were reported. The patient was reported as ok post procedure.